Event description:
It was reported to manufacturer that at a routine follow up visit an unknown type of diagnostic test revealed high lead impedance when the vns patients' device was tested. X-rays were taken and sent to manufacture for review. Based on what was observed on the x-rays, there are no obvious anomalies visualized that could be contributing to the reported high lead impedance. However, there was a suspect area visualized in the strain relief portion above the tie-down in one of the ap chest views. The plan of care provided by the physician upon the initial report of the event was to refer the patient to the surgeon. Attempts to obtain additional information from the treating physician have been made, but have been unsuccessful to date. Further follow up with the treating physician and the surgeon revealed that attempts have been made to contact the patient; however, there has been no follow up by the patient.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.